Manufacturer narrative:
The impella devices were not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use cannot be reported as the model number is unknown. B2 dates of deaths are unknown. B3 is unknown. Citation: slack, r., mcgain, f., cox, n., french, c., cheng, v., stub, d., zakhem, b., dade, f., bloom, j., chen, w., & yang, y. (2024). Structuredweaningfromtheimpellaleft ventricularmicro-axialpumpinacute myocardialinfarctionwithcardiogenic shockandprotectedpercutaneous coronaryintervention:experiencefroma non-cardiacsurgicalcentre, 2024(33). Https://doi.org/heart, lung and circulation.

Event description:
A literature study entitled 'structured weaning from the impella left ventricular micro-axial pump in acute myocardial infarction with cardiogenic shock and protected percutaneous coronary intervention: experience from a non-cardiac surgical centre' monitored 10 patients on impella cp support. The study found that the 30-day mortality rate was 20%, with one participant re-hospitalized. The causes of death is unknown. The relationship between the deaths and the impella are unknown.

Manufacturer narrative:
The investigation of unspecified (allegation) ¿ death has been completed. No product or pump information was provided. No data logs were provided. The root cause of the unspecified (allegation) - death was not determined due to limited clinical information and unknown relation to impella. B.3 date of event was revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12981. E.3 revised as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12981. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-12981 was submitted. G.2 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12981. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12981. A new code has been added to type of investigation codes. H.10 additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-12981 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.